Event description:
A malfunction alarm was reported during the use of the pump. The customer¿s blood glucose level did not exceed 500 mg/dl and remained within a safe range. The customer was unable to continue insulin therapy as the cartridge alarm recurred, even after assistance from technical support to load a new cartridge. As a resolution, technical support decided to replace the pump since it was still under warranty. The customer planned to use multiple daily injections (mdi) as backup therapy to ensure uninterrupted insulin delivery.